Manufacturer narrative:
The manufacturer previously reported a device was returned to and serviced by a third party service center. The device was returned to the manufacturer and serviced by the manufacturer.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.